Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-3636 knotless 1.8 fibertak inserter shaft broke in the patient and remained in the glenoid. The anchor failed to advance with about one centimeter left until bottoming out. When the inserter was removed to check for an issue, it was noticed that ten or more millimeters of the shaft were left in the glenoid. The shaft was buried in the bone and was left in as the surgeon did not want to create a larger hole to remove it. The case was completed using another ar-3636 knotless 1.8 fibertak. This was discovered during an anterior bankart repair procedure on (B)(6) 2024. Additional information received on 8/30/2024: the case as delayed five minutes to be able to cut out the suture and implant the additional anchor.